Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 407652 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) already needs to be changed out as the ICD is now at eri (elective replacement indicator). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.